Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after pulsatile blood flow in the 5f exoseal vascular closure device (vcd) stopped, the indicator window changed color. After the plug deployment button was fully pressed and held, the device was withdrawn, and it was found that the plug was not fully released. Hemostasis was achieved by manual compression. There was no reported injury to the patient. This occurred after the patient underwent femoral artery angiography. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). Retrograde approach was used. An non-cordis sheath introducer was utilized, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter at least 5 mm and no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or difficulty occurred during advancement or connection of the device, and it was securely locked with the sheath introducer. Pulsatile blood flow was observed, and the device and sheath were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color observed. The device was removed as a single unit within one to two seconds after button activation. The device will be returned for evaluation.